Manufacturer narrative:
G4:07jan2021. B4:08jan2021. An authorized service personnel(asp) was dispatched to the customer site, and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The asp replaced the cpu pcba to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported to philips that the device had a backup alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.